Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was having difficulty recharging the ipg after the pocket site revision. The patient described the pocket site as collapsing. The physician initially observed the site and wanted the patient to let the site heal and get lumbar support. The patient was able to recharge if she was in a certain position. The patient reported she did not like the feeling when she touched the site. Follow up identified the physician planned to under take surgery again regarding the ipg site. Reference MFR report: 1627487-2013-07443 regarding the initial ipg site issue.